Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex fully covered esophageal rmv stent was implanted to treat a malignant tumor in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not dilated prior to placement. During the procedure, the physician fully deployed the wallflex fully covered rmv stent; but when the delivery system was removed it got stuck in the patient¿s esophagus. The physician was able to remove the delivery system with instrumental intervention. The stent remained implanted in the desired location and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.